Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted: 7102885/tgt3415.

Event description:
Approximately 3 years ago, (exact date unknown), the patient underwent open repair of an abdominal aortic aneurysm and was implanted with dacron bifurcated grafts. On (B) (6) 2010, the patient presented with a thoracic aortic aneurysm rupture and was implanted with two gore tag thoracic endoprostheses. On june 11, 2010, the patient was emergently repaired for a ruptured thoracic aortic aneurysm, 1cm proximal to where the previous gore tag thoracic endoprostheses were implanted. The patient was implanted with two additional gore tag thoracic endoprostheses. The patient tolerated the procedure.